Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size f left, catalog # 00599401691, lot # 63009842; headed screw 48 mm length single use only catalog # 00579104100, lot # 63467026; headed screw 48 mm length single use only catalog # 00579104100, lot # 63503241; headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000, lot # 63460539; all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532, lot # 63283204; tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using, catalog # 00598003702, lot # 63503857; tibial block and screws precoat size 4 10 mm thickness, catalog # 00598800427, lot # 62932341; tibial block and screws precoat size 4 10 mm thickness, catalog # 00598800427, lot # 63245823; stem extension straight 13mm dia x 100mm length(combined length 145mm), catalog # 00598801013, lot # 63445013; stem extension offset 11mm dia x 100mm length(combined length 145mm), catalog # 00598802011,6 lot # 63338907; distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw, catalog # 00599003610, lot # 63305431; distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw, catalog # 00599003610, lot # 63419322. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01459. Product location is unknown.

Event description:
It was reported that the patient had a revision knee arthroplasty approximately one week post-implantation, due to unknown reasons

Manufacturer narrative:
(B)(4). Upon receiving additional information on the reported event, it was determined to be not reportable as the articular surface was never revised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.